Manufacturer narrative:
Incident reported (B)(4), 2011 by doctor during a visit to 3m unitek facility. Incident occurred (B)(6), 2010.

Event description:
During debonding of an incognito lingual bracket from patient's lower left 2nd molar, a layer of enamel came off the tooth and remained stuck to the bracket. The orthodontist added adhesive as a fill in where the enamel came off. Per the doctor, the tooth had a large mesial/occlusal/distal filling in it. Patient was not sent to a dentist, nor was a crown recommend for that tooth.